Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During a polarx case a polarsheath was selected for use. There was a huge transient st elevation only during the first seconds of ablation on left superior pulmonary vein (lspv). The patient was under general anesthesia. After the preparation of the polarsheath; flushed with a syringe of 20 cc of saline water with the edge higher than the handle), the dilator was slowly removed and they let the blood flow out and at the same time they tap the 3-way with a syringe. Catheter preparation include inflation and air bubble removal in a bowl with saline water. The embolism was resolved in some minutes by providing high volume of oxygen. The console had a strange behavior linked to valve sv8: the balloon can be inflated only in slow mode. There were no errors that occurred during the case. The patient fully recovered and was discharged from the hospital.